Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited noise, oversensing, pacing inhibition and high out of range pace impedances on the right ventricular (rv) lead. The pace impedances were greater than 2000 ohms. The rv lead was surgically abandoned and replaced. The pacemaker remains in service. The source of the observations was not determined and the lead was not tested on the pacing system analyzer. No additional adverse patient effects were reported.